Manufacturer narrative:
(B)(4). As the date of the event onset was reported as unknown; however, the date of hospitalization was reported as (B)(6) 2015, henceforth this will be the date of onset. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was not reported. The patient was hospitalized for the event. During hospitalization, the patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing at the time of this event. On an unknown date, the patient's effluent was clear and the patient had recovered from the peritonitis event. The patient remained hospitalized for unrelated medical conditions. No additional information is available.